Manufacturer narrative:
(B)(4).

Event description:
It was reported there was high impedance measured between electrodes #0 and #3. It was reported the impedance was "more than 4000 ohms." It was measured again after "sweep" of electrodes and the measured "volume" was 2200 ohms and 22 microampere between #0 and #3. It was reported the "volume" may be going down during therapy. The "operation was done: using electrode #2 instead of #3 which provided adequate therapy.